Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in performing a pump reset, after which the error did not reappear, and the customer successfully started their sensor session.